Event description:
It was reported that a patient underwent a sacro-colpoplexy by laparoscopic approach on (B)(6) 2011. At the beginning of the procedure, the blade had difficulty rotating event though the generator was at its maximum power. The stopping occured at the beginning of the procedure. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. During the evaluation, the device stalled the motor drive unit. When the returned trigger alone was attached to the motor drive unit and activated, the device operated as intended. When the returned main housing was attached to that trigger and activated, the device stalled the motor drive unit; the blade would not rotate, and the blade did not advance.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.